Manufacturer narrative:
On 6-sep-2023, the product investigation was completed. It was reported that a patient underwent a afib - persistent ablation procedure with a qdot-micro, bi-directional, d-f curve, c3, split handle. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the qdot catheter showed up striped and a message was displayed that said the catheter was expired on the carto 3 system when connected to the piu (patient interface unit). The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no temperature, impedance, or irrigation issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device 31021420l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a afib - persistent ablation procedure with a qdot-micro, bi-directional, d-f curve, c3, split handle. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the qdot catheter showed up striped and a message was displayed that said the catheter was expired on the carto 3 system when connected to the piu (patient interface unit). The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. It was also reported that the octaray catheter had noise on both the carto 3 system and the recording system as soon as it was inserted into the body. The cable was replaced with no resolution. The medical team reseated the spu (spatial processing unit) and the issue remained. When the catheter was replaced, the issue resolved. It was also reported during the same afib case, a pericardial effusion was noticed after a steam pop occurred. The patient had a drop in blood pressure which caused the medical team to stop and check for a pericardial effusion. The pericardial effusion was confirmed by ice (intracardiac echocardiography). The medical intervention provided was a pericardiocentesis and 1490ml of fluid was removed. The patient was reported to be in stable condition. Version 2 ngen was used. Transeptal puncture was performed with a baylis needle. I am unsure of the catalog. Prior to noting the pe (pericardial effusion) or CT (computerized tomography), ablation was performed. There was a evidence of steam pop. The event occurred during the ablation phase. Qdot catheter was set to properly titrate and was at 4ml when they believe it happened. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure . No visitag was used. The grid was used. Additional filter used with the visitag was respiratory. Color options used prospectively was temperature. The adverse event occurred on (B)(6) 2023. It was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was bwi product malfunction. "Pericardiocentesis"/surgery was done. Outcome of the adverse event was improved--- still in the hospital do not know how long they will be there. They were hemodynamically stable when they got out of surgery. Patient required extended hospitalization because of the adverse event. Other relevant history: a previous afib ablation. Generator information was ngen version 2. Generator serial number (sn): (B)(6); power supply unit sn: (B)(6) \; console sn: (B)(6). Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. Steam pop is not MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).